Event description:
I got an infection from kci vac system foam being left in my wound. Whenever the foam is cut, just due to the structure of it, it does not matter how clean your cut is, there will be small particles that are loose. These were left in my wound and it became infected. The infected are needed to be surgically removed.